Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was inspected on (B)(6) 2020. According to the complainant, during replenishing of the stored products in the stockroom, it was found that the product seal was opened, and the part of the balloon catheter was visibly protruding from the packaging. The issue was confirmed via a photo sent by the customer. It was noted that there was no damage on the outer cardboard packaging. There was no patient or procedure involved in this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was inspected on (B)(6) 2020. According to the complainant, during replenishing of the stored products in the stockroom, it was found that the product seal was opened, and the part of the balloon catheter was visibly protruding from the packaging. The issue was confirmed via a photo sent by the customer. It was noted that there was no damage on the outer cardboard packaging. There was no patient or procedure involved in this event.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Problem code 1444 captures the reportable event of packaging seal compromised. Block h10: investigation results: a visual examination of the returned complaint device found that the device pouch was not completely sealed. The catheter shaft was not completely inside the sterile pouch. It was also noticed that the exposed part of the catheter presented some marks and bends. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.